Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
It was reported that while using night aligners, the patient stated the last 2 sets w8 and w9 were much more tight and uncomfortable. Additionally, the teeth remained very sensitive for much longer than the other weeks, and the patient could barely eat anything without feeling discomfort or pain. There was also apparent gum recession on the front right tooth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.